Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, a stand of hair was found in the packaging of a firlit-kluge urethral stent. Another same device was used to complete the procedure. The device did not make patient contact. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One firlit-kluge urethral stent was returned in open packaging to cook for investigation. A small hair was observed on the stent tubing near molded silicone ball. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU) provides no information in relation to this event. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Cook has concluded the cause of the complaint is manufacturing related. The inspector for the product has completed defect awareness training. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Event description:
As reported, a stand of hair was found in the packaging of a firlit-kluge urethral stent. Another same device was used to complete the procedure. The device did not make patient contact.

Manufacturer narrative:
Customer (person): (B)(6). Occupation: sister. PMA/510(k) #: k172278. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.